Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level of 200 mg/dl and the contact was unsure of the cause. The pump supplies were changed prior to contacting tandem technical support. During a pump system check, an occlusion and resume pump alarms were found in the pump history. Reportedly, the contact was not with the customer at the time the alarms had occurred. No other device issues were identified. After review of the pump data, the reported occlusion could not be verified. Although requested, additional information was not provided.